Event description:
As reported by the user facility information by bbm sales organization in france: "different flow rate" according to the complainant a pump infusing propofol underwent a syringe change. Reportedly the flow rate after the syringe change was reduced from 300 milliliters (ml) an hour to 200 milliliters (ml) an hour. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number 400634907. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1. General information: complaint: (B)(4). ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: perfusor space 2.2 article number: 8713030 2.3 serial number/batch:(B)(6). 2.4 software version: n030005 2.5 hours of operation: 9998 2.6 further information: n/a ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The device history files from 2023-12-15 between 8am and 10am were investigated. A bd plastipak syringe was inserted and the infusion started with a rate of 2 ml/h and a volume of 48ml. After 11 minutes the infusion was stopped and the pump was put into the stand-by mode. 2 hours later the syringe was extracted. No other abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged parts are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A bd plastipak 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,94%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24 3.5 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.6 test equipment: description: typ nr.: lab.-ID.-nr. N/a n/a n/a 3.7 for examination used disposables: description: ref.: lot: bd plastipak 300865 2204097 ---------------------------------------------------------------- 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Addition information: n/a note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.